Manufacturer narrative:
(B)(4). Device manufacture date: 05/27/2014 - 05/29/2014. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and revealed that the blue winged luer cap was missing. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue connector of an infusor was missing. There was no patient involvement. No additional information is available.